Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had some issue to discuss regarding the device. This device remains in service. No adverse patient effects were reported.